Event description:
This report is the result of a customer contacting baxter (B)(4). The customer reported there was a gap between the cap and the main body of the transfer set. No leakage was found. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed in the lab. The results of a sample evaluation did not reveal any manufacturing abnormalities or leaks. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The lot number was not provided; therefore a batch review cannot be conducted.